Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issue and fluid loss as a result of a hole was confirmed through analysis. Technical analysis: the pump and cylinder was returned for analysis to our post market quality assurance laboratory. Visual of the pump examination identified the kink resistant tubing (krt) was cut down to the pump and not returned. Functional testing identified the pump required more than 8lbs of force to activate. The activation issues could affect the functionality of the device. Visual examination of the cylinders identified wear at folds in the cylinder bodies and the cylinder krt was fatigued down to the filament, and a hole was present near the window quick connector. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly two weeks prior. It was noted that the tube connecting the pump was cracked and the left cylinder had a hole resulting in fluid loss. The cylinder failed because it was the wrong size for the patient. The ipp left cylinder and pump were explanted and replaced with a new ipp cylinder and pump. Following the procedure the patient improved.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly two weeks prior. It was noted that the tube connecting the pump was cracked and the left cylinder had a hole resulting in fluid loss. The cylinder failed because it was the wrong size for the patient. The ipp left cylinder and pump were explanted and replaced with a new ipp cylinder and pump. Following the procedure the patient improved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly two weeks prior. It was noted that the tube connecting the pump was cracked and the left cylinder had a hole. The cylinder failed because it was the wrong size for the patient. The ipp left cylinder and pump were explanted and replaced with a new ipp cylinder and pump. Following the procedure the patient improved.